Event description:
During an unk procedure using the subject device, ultrasound output error occurred.

Manufacturer narrative:
The subject device was returned to olympus for eval. It is confirmed that the probe had a crack at 16 mm from the distal end, and the probe had a scratch at the distal end. The grasping surface was severly worn and partially separated at the distal end, and the grasping section was deformed and had a scratch at the distal end. As the result of checking the mfg record of the subject device, there was nothing abnormal detected. From the above-mentioned result, it concludes that ultrasound output error was caused by the crack in the probe. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. The grasping surface was severly worn since physician repeated the activation of the ultrasound output while closing the grasping section, without grasping any tissue. It is supposed that the deformation of the grasping section was due to the strong stress to the grasping section since there was a scratch at the tip of the grasping section. Improper handling of the subject device cannot be ruled out as a contributory factor to this phenomenon. The above handling has already been prohibited in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.